Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states left motor will bind up, causing chair to pull to the left in a circle. No error codes.